Manufacturer narrative:
The patient was revised because of instability with a vertical cup. Doi: (B)(6) 2008 dor: (B)(6) 2011 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A provided x-ray image of the left hip notes the acetabular cup angle at approximately 72 degrees abduction. Pinnacle product surgical technique recommends 35 to 50 degrees. The root cause is suspected to be surgeon technique / incorrect use of the device. Product error is not suspected. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A provided x-ray image of the left hip notes the acetabular cup angle at approximately 72 degrees abduction. Pinnacle product surgical technique recommends 35 to 50 degrees. The root cause is suspected to be surgeon technique / incorrect use of the device. Product error is not suspected. Based on the investigation, the need for corrective action is not indicated. Update 06/26/2012 - litigation paper received indicate that patient has experienced pain, discomfort and inflammation due to metal ions being released into her bloodstream. Complaint was reopened to add the metal liner and femoral head. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised because of instability with a vertical cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/30/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup, unstable hip, synovitis, clunking, and pain. An unknown stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/21/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear, and metallosis.